Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# umkmown. Product type: software product ID tm90t0 lot# serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: umkmown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (concentration and dose unknown) via an implantable pump for non- malignant pain. It was reported that the patient was having issues with their communicator. They were getting "no pump response" when trying to connect to their pump. It was noted if they move their communicator around it would connect and then pause at 91 percent, sometimes for up to 2 minutes. The patient confirmed they were able to connect and receive a bolus it's just "every single time it stops at 91 percent" and patient states "it's driving me crazy." It was also reported that while they have had issues since they were implanted, it has been taking longer and longer to get connected and receive the bolus. Agent had patient restart the application and try to get connected. Patient stated they received "no pump response" message then a "long pause" at 91percent. Agent then had patient close out of application and reset communicator. Agent then had patient try to connect to the personal therapy manager (ptm). The patient was able to get to 91 percent and only stalled for "20 seconds" because going up to 100 percent and seeing lockout. The patient called back on the same day and it was reported they've timed with a watch how long it takes the handset to connect from 91% to 100% and it took them 38 seconds. It was noted their handset was reset while calling in earlier today, but did not resolve the issue. It was reported 'I had 5 boluses left when I went into the MRI. I got out and gave it 15 min, and then I asked for a bolus , and I currently see 1hr 50min lockout but don't know if it went through or not but it's been 12 min and I don't feel anything. But now it says 3 boluses left. But, my personal bolus log shows I did one at 9:02am, 11:03am, and before going into the MRI at 13:04, the fourth was due at 15:03, so I waited until right before then to turn the handset/communicator on and did that at 15:03 but now it's 15:19 and I haven't noticed any change'. The patient's therapy details were as follows: 3 boluses left today, bolus duration 2 min lockout: 2 hrs dose: 1 bolus / 2 hrs max activations: 7 boluses / day. Agent consulted with pump tech and then reviewed pump counts max activations when the patient requested a bolus but no medication was actually being delivered due to the active motor stall.